Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01539. This report is being submitted as additional information. Reference to prior hospital admissions due to ongoing driveline infection are reported on medwatch MFR report #2916596-2018-00428 and medwatch MFR report #2916596-2018-00590. Section the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year 2 months. Manufacturer investigation: the patient remains ongoing on heartmate 3 lvas with no further reported issues related to the ongoing driveline exit site infection. A specific cause for the patient¿s driveline exit site infection could not conclusively be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection, including exit site treatment, are outlined in various sections of this document. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to pain to the abdomen. A CT scan showed interval reduction in soft tissue induration and skin thickening along the driveline. The patient was to continue taking intravenous ancef until (B)(6)2018 and then transition to oral cefadroxil. No additional information was provided.